Event description:
It was reported that customer experienced continuous glucose monitor error 42 while using sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, performed complete pump reset with guidance, confirmed error did not return, and successfully started new sensor session.